Manufacturer narrative:
D10 concomitant medical product: vlocl0603, vlocl0603 v-loc* 180 4-0 grn 15cm v20 (lot # a4g1666vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, when on jejunojejunostomy, the thread broke for the two sutures while using continuous suturing. To resolve the issue, the surgeon switched to barbed sutures from another manufacturer for suturing. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle, with the needle still attached. The suture was broken into two segments, with the break occurring in the barbed section approximately 4 3/16 inches from the needle attachment point, measured using a calibrated aluminum rule. One segment of the suture had a knot tied on it, and the loop end was not returned. The foil pouch showed no signs of damage or abnormalities. It was reported that the thread broke during continuous suturing. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of off label use. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. V-loc¿ 180 absorbable wound closure device is not intended to be used by tying surgical knots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.